Manufacturer narrative:
Additional information was received on 9/8/2015. After the procedure, the patient experienced loss of consciousness; however, he has gradually recovered. The patient continues to have left sided body paralysis and speech difficulty; however, he has started rehabilitation with good outcome. The physician indicated that the procedure was performed without issue and does not feel the event was caused by the devices used in the procedure.complaint conclusion:as reported by a healthcare professional, a patient suffered cerebral hemorrhage eight hours after vrd-assisted coil embolization of an unruptured, saccular-shaped aneurysm at the right internal carotid-superior hypophyseal artery with placement of an enterprise 2 stent (enc403000 / lots unavailable). Although the index procedure was successfully completed with placement of a trufill dcs orbit (637cf0515/lot unknown) and 2 orbit galaxy coils (640cx0306/lot unknown ) by jailed technique with minimal blood flow inside the aneurysm and good wall apposition of the stent, the patient suffered cerebral hemorrhage eight hours later, while in the intensive care unit under blood pressure control. The hemorrhage occurred on the same side as the aneurysm, but at the distal end of the internal carotid artery, the opposite end of the artery from where the enterprise 2 was implanted. There was no evidence of any vessel damage/trauma/dissection related to the use of any of the devices used in the procedure, and no report of any coil protrusion. There was no report of any intra-procedural adverse events, product malfunctions or difficulties prior to the hemorrhage. An emergency craniotomy was conducted to treat the hemorrhage, and dual anti-platelet therapy (dapt) was aborted. The patient¿s conscious level was low, and they were also suffering from paralysis. It was reported that the patient continues to have left sided body paralysis and speech difficulty; however, he has started rehabilitation with good outcome. There was no information available regarding the patient¿s pre-procedure neurological symptoms or medical history. The physician initially commented that since the procedure was successful, the hemorrhage was totally unexpected, and because of where the hemorrhage occurred, it was difficult to determine if it was due to the procedure. The physician later indicated that since the procedure was performed without issue, he does not feel the event was caused by the devices used in the procedure. The complaint product was new and stored per labeling instructions. The procedure was conducted in accordance with the instructions for use (IFU) and the constant flush had been maintained through the microcatheter at all times. No damages were noted on the products. Information regarding testing that was performed to identify the hemorrhage or act results could be obtained. The maximum diameter of the aneurysm prior to the procedure was 6mm. The neck to sac ratio was 3.5:6.0mm. No further information was available.the device was implanted and not available for analysis. (B)(4) reviewed the device history records relative to the manufacturing, inspecting and packaging of the above mentioned lot. The device history record review also included a review of the certificate of conformance received from specialty coatings systems and nitinol devices and components, along with (B)(4) internal receiving inspection records for the stents issued to the complaint lot. The history records indicate this product was final inspection tested at (B)(4) and was determined to be acceptable. Neurological deficit and stroke are known procedural events that can occur during intra-cerebral stenting procedures and is listed in the instructions for use (IFU). Based on the information provided and the location of the hemorrhage, it is not possible to determine the cause of the hemorrhage; however, there was no evidence to suggest the event was related to a malfunction of the enterprise stent. Since there was no evidence of a manufacturing issue related to the event, no corrective actions will be taken at this time.

Manufacturer narrative:
Concomitant medical products: the patient was on dual anti-platelet therapy (name and dosage unavailable). One trufill orbit coil (637cf0515/lot unknown) and two orbit galaxy coils (640cx0306/lot unknown) were implanted into the target aneurysm by jailed technique. A 7fr sheath introducer by unknown manufacturer, a traxcess (terumo, type unknown), an envoy (7fr, lot unknown), a headway (terumo, type unknown), and a dcs syringe ii (lot unknown) were used for this procedure. (B)(4). Additional information will be submitted within 30 days of receipt.

Event description:
A patient suffered cerebral hemorrhage eight hours after vrd-assisted coil embolization of an unruptured, saccular-shaped aneurysm at the right internal carotid-superior hypophyseal artery with placement of an enterprise 2 stent (enc403000 / 10518680). Although the index procedure was successfully completed with placement of a trufill dcs orbit (637cf0515/lot unknown) and 2 orbit galaxy coils (640cx0306/lot unknown ) by jailed technique with minimal blood flow inside the aneurysm and good wall apposition of the stent, the patient suffered cerebral hemorrhage eight hours later, while in the intensive care unit under blood pressure control. The hemorrhage occurred on the same side as the aneurysm, but at the distal end of the internal carotid artery, the opposite end of the artery from where the enterprise 2 was implanted. There was no evidence of any vessel damage/trauma/dissection related to the use of any of the devices used in the procedure, and no report of any coil protrusion. There was no report of any intra-procedural adverse events, product malfunctions or difficulties prior to the hemorrhage. An emergency craniotomy was conducted to treat the hemorrhage, and dual anti-platelet therapy (dapt) was aborted. The patient's conscious level was low, and they were also suffering from paralysis. There was no information available regarding the patient's pre-procedure neurological symptoms or medical history. The physician commented that since the procedure was successful, the hemorrhage was totally unexpected, and because of where the hemorrhage occurred, it was difficult to determine if it was due to the procedure. The complaint product was new and stored per labeling instructions. The procedure was conducted in accordance with the instructions for use (IFU) and the constant flush had been maintained through the microcatheter at all times. No damages were noted on the products. Information regarding testing that was performed to identify the hemorrhage or act results could be obtained. The maximum diameter of the aneurysm prior to the procedure was 6mm. The neck to sac ratio was 3.5:6.0mm. No further information was available.